Manufacturer narrative:
Eval: the iab was received intact for eval with the membrane noted to be completely folded. Blood was noted on the exterior of the iab & within the inner lumen. The sheath used with the iab was also returned. The sheath was not in place over the catheter tubing. The inner lumen within the membrane was noted to be kinked. The sheath i.d. & catheter o.d. Were measured & found to be within datascope's mfg specs. The folded membrane appeared normal under room light & polarized light. As a test, a vacuum was drawn on the folded membrane using a laboratory 60 cc. Syringe & the returned one-way valve. With the vacuum maintained, it was not possible to pass the folded membrane through the sheath/hemostasis valve assembly due to the condition of the returned iab. Probable cause of difficulty: no defects were found in the folded membrane or in the returned sheath based on the examination. It was not possible to verify the reported difficulty in the lab. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: *the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion & advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion & advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The doctor was unable to advance the iab into the sheath. [Event complications]: unk- reported 4/17/98. [Pt's current status]: unk- reported 4/17/98.